Event description:
The customer reported a contained cartridge chemistry (cc) sample probe leak from the unicel dxc 600i synchron access clinical system. The customer reported that the instrument generated cc sample level errors and found fluid inside the tray under the cc sample probe. The customer indicated that approximately 3 cubic centimeters of clear fluid leaked. The customer was wearing personal protective equipment consisting of gloves and a laboratory coat at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event. A beckman coulter customer technical support (cts) assisted the customer with troubleshooting over the telephone. Cts advised the customer to check the sample probe fittings which were found to be tight. The customer also reported noticing white precipitate on the tip of the sample syringe plunger. The customer flushed the cc sample probe

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site on (B)(4) 2013. The fse evaluated the instrument and discovered that the cartridge chemistry (cc) sample probe was clogged. The fse also found that the closed-tube sampling (cts) blade and wick were found to be worn and required replacement per the maintenance schedule. The fse replaced the cc sample probe and cts blade and wick, aligned the mixer paddles, and no further leaks were observed. The customer contacted beckman coulter on the following day ((B)(6) 2013) and stated that the cc sample probe was still leaking. The fse returned to the customer's site and determined that the cc sample probe waste solenoid valve was not functioning causing fluid to leak from the cc sample probe. The fse replaced the valve to resolve the issue and no further leaks were observed. The fse attributed the leak to an intermittent failure of the waste solenoid valve. (B)(4).